Event description:
On 17-sep-2025, the user¿s daughter reported that the freestyle libre 3 plus continuous glucose monitoring (cgm) failed to pair with the ilet. The agent guided them through reinstalling the ilet mobile app, restarting the phone and ilet, and re-pairing the device. The cgm successfully connected, and readings became immediately available. The user had reverted to backup therapy, with a blood glucose (bg) of 237 mg/dl at the time of call and a recent high of 369 mg/dl. The agent advised waiting two hours after the last injection before reconnecting to the pump. Bg was corrected with a manual insulin injection. The user's reported symptoms during the event included tiredness and exhaustion. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.